Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was sometime under delivered insulin and sometime over delivered insulin. Customer stated that were experiencing high blood glucose then low blood glucose. Customer was also reporting that the battery of the insulin pump was running out to soon and rewind process was slower than usual. No harm requiring to medical intervention. The insulin pump will not be return for analysis.